Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned two test strips only. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Customer complains of high results and high control results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 80-94mg/dl fasting. Verified the strips expire 1/31/2019. Customer confirms the strips have been properly stored. Reviewed meter memory: (B)(6). Three results are of concern to the customer; control solution results are above range of 93-125; 131mg on (B)(6) 2016; 126mg on (B)(6) 2016. Customer concerned with abnormally high back to back reading: 144mg/dl; 138mg/dl.